Event description:
An initial report of potential for hospitalization was received by united therapeutics on 13-oct-2023 and forwarded to millyard advanced medical products, llc on 14-oct-2023. The patient reported that their pump was not connected to the remote, and troubleshooting was unsuccessful. The patient was unable to use their backup pump because it had previously failed days ago, and they had not reported it to get a replacement. The patient was instructed to go to the hospital. It is unknown of the patient was hospitalized. The patient was couriered replacement pumps and additional remodulin. No components or additional information associated with the reported event have been made available to the manufacturer for further evaluation despite multiple requests. Despite no report of any symptoms, death or serious injury, this issue is being reported out of an abundance of caution.